Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery during manual prime. Customer's blood glucose level was 500 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Customer was advised that the reservoir may be occluded. Customer was advised to monitor the device and call back if issues persist.